Event description:
The hcp reported the pt was not getting pain relief. The pump was explanted. Csf was observed from the catheter. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.